Event description:
It was reported that the patient decided to have the lead explanted during the device change out. The lead was electrically stable. Fluoroscopy was inconclusive. After explant, external insulation abrasion was observed on the proximal portion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 41.6cm to 42.0cm from the distal tip, consistent with friction to the ICD can. Etfe coating was intact at the same location.